Event description:
According to the reporter during a laparoscopic surgery, the first tack did not come out. The second tack came out, but it did not stuck. The third tack was able to penetrate the mesh but not the bone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic surgery, when placing the tacks into the cooper's ligament, the first tack did not come out. The second tack came out, but it did not stick. The third tack was able to penetrate the mesh but not the bone and did not stay in. The tacks fell into the cavity but were able to be retrieved using a laparoscopic grasper.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was intact; pull tab had been removed, and no light emitting diode (led) was displayed. Tacks were visible in the shaft. For functional testing, the handle battery cover was opened, and the coppertop batteries were not received. The handle body was disassembled to reveal the internal components. The shaft was manually turned to dispense 14 violet tacks. A little resistance was felt when manually rotating drive finger. No weld break was detected. An external power supply was connected to the battery terminals 9.0 volts (v) from power supply, and the light turned solid green. The computer was connected to the circuit board and data was extracted. Data revealed that the device had a 9.5v battery voltage at startup, completed 6 tack deployments. When power was applied to the pcba, the assembly was displayed a green led. Three rough deployments were completed, followed by 3 dry fires into air. When power was applied to the printed circuit board assembly (pcba), the assembly displayed a green led. Three rough deployments were completed, followed by 3 dry fires into air. It was reported that during a laparoscopic surgery, when placing the tacks into the cooper's ligament, the first tack did not come out. The second tack came out, but it did not stick. The third tack was able to penetrate the mesh but not the bone and did not stay in. The tacks fell into the cavity but were able to be retrieved using a laparoscopic grasper. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was intact, pull tab had been removed, no led was displayed. Visual inspection noted no abnormalities. Tacks were visible in the shaft. Functional testing found that the handle battery cover was opened, and the coppertop batteries were not received. The handle body was disassembled to reveal the internal components. The shaft was manually turned to dispense 14 violet tacks. A little resistance was felt when manually rotating drive finger. No weld break was detected. An external power supply was connected to the battery terminals 9.0 v from power supply, asset nh10447 and the light turned solid green. The computer was connected to the circuit board and data was extracted. Data revealed that the device had a 9.5v battery voltage at startup, completed 6 tack deployments. It was reported that the first tack did not come out. The second tack came out, but it did not stick. The third tack was able to penetrate the mesh but not the bone and did not stay in. The tacks fell into the cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.